Event description:
Philips received a complaint from the biomedical engineer (bme) on the v60 ventilator indicating that while performing preventive maintenance (pm), the device had a startup alarm fault related to no tidal volume or leakage volume displayed message. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. Per a good faith effort (gfe) response received, it was confirmed that during a routine inspection by an engineer from the equipment department, it was found that the ventilator malfunctioned and triggered an alarm upon startup, with no display of moisture volume or leakage volume. The equipment was restored to normal use after the gas delivery system (gds) was repaired in the hospital equipment department.